Manufacturer narrative:
The device is not available for evaluation. The customer stated at the time of the event, the facility understood the event occurred due to a programming error and not due to an issue with the pump.

Event description:
The event occurred on an unknown date in (B)(6) 2019 and involved an unspecified infusion pump. A female patient, post cardiac surgery, was receiving a simultaneous infusion of vasopressin and norepinephrine through channels a and b. When programming channel a, it was programmed more volume to be infused than contained in the mixture, which finished first, filling the line with air until the cassette. The pump was blocked and not infusing any of the vasopressor. The patient presented a cardiac arrest and was reanimated; however, passed away a few days after. The customer does not know what the pump settings were. The customer also reported that at the moment of the event, the facility understood the event occurred due to a programming error and not due to an issue with the pump.

Manufacturer narrative:
H10: the device was not returned for evaluation. The customer determined that the investigation is not necessary and does not require a report for this event, since they testify and acknowledge that the error was generated at the time, they programmed channel a with more medication than was available in the container. Four approaches were made with different people from the clinic and it was not possible to find additional information.